Manufacturer narrative:
The following physical damage was noted on the device: cracked casing at a display window corner, cracked casing at the battery tube threads area, reservoir tube lip completely broken off, minor scratches on the display window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a crack in the casing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The drive support cap appeared normal. The customer was not in a car accident. The customer did not know how the damage occurred. The insulin pump was returned and replaced.